Manufacturer narrative:
Refers to the main device. Other components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Updated to incorporate information received on (B)(6) 2016.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2016. It was reported that the physician replaced the spinal segment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing dilaudid (20mg/ml at 13mg per day). The indication for use was spinal pain. On (B)(6) 2016, it was reported thatthe patient was diagnosed with a catheter tip granuloma. The catheter was revised on (B)(6) 2016. The date the granuloma was diagnosed was unknown. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.